Manufacturer narrative:
Correction: h6 a supplemental report is being submitted for a correction. H6 as a result of review on the complaint file, this report contains an update to the FDA results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ cac adapter model #: 1430de / catalog #: 1430de / expiration date: unk/ serial or lot#: (B)(4). UDI #: asku. Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ cdc adapter model #: 1440 / catalog #: 1440 / expiration date: unk/ serial or lot#: (B)(4). UDI #: asku. Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018/ serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 28-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018/ serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-nov-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 26-feb-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 22-feb-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with a controller, controller ac adapter, controller dc adapter, and four batteries. All devices were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h10- disregard product 1650de/(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with a controller, controller ac adapter, controller dc adapter, and three batteries. All devices were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller, three batteries (B)(6), one controller ac adapter, and one controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection of the controller under 10x magnification revealed hairline cracks around power ports one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, visual inspection of the controller revealed contamination in power ports one and two. This is an additional observation not related to the reported event, likely due to the handling of the device. Failure analysis of the returned batteries, controller ac adapter, and controller dc adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnect ion within each 15 minute interval. Analysis of the data log file revealed premature power switching events due to momentary disconnections involving (B)(6), the controller ac adapter, and the controller dc adapter, as well as a premature power switching event due to a communication error involving (B)(6). As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and power sources. An internal investigation evaluated momentary disconnections. Additional products: d4: model #: 1430de, serial or lot#: (B)(6), h3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: model #: 1440, serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 10. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D4: model #: 1650de, serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 10. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: model #: 1650de, serial or lot#: (B)(6). H3: yes. H6: device code(s): c63030. H6: FDA method code(s): 4112, 10. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: model #: 1650de, serial or lot#: (B)(6). H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112, 10. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.